Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee will be revised. Patient stated that he has almost fallen a few times after his knee implant. He stated that he almost fell recently. He also stated that around thanksgiving, he attempted to swing his leg to get out of bed, and could not. He had to wait 10-15 minutes for the pain to subside. Patient stated that he sometimes takes ibuprofen, but it does not ease the pain. He also stated that he uses a cane. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b3, e2, e3 g2 and h6 - (health effect - impact code, type of investigation, investigation findings and investigation conclusion). B3: unknown date. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.